Event description:
It was reported that during a lap ventral hernia procedure, the surgeon was using the device to take down adhesion. After a few minutes and a few applications, the white compression pad fell off the jaw while outside the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.